Manufacturer narrative:
The date returned to manufacturer was documented as jan 27, 2017 on the initial report. It has been updated as feb 17, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion assessment and there was a small dent on the nose tube. It was observed that the bearings were worn out and loose which created a situation where the cutter could not be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause for the component damage was determined to be due to worn out bearings from normal wear from use and servicing over time. The assignable root cause for the small dent in the nose tube was mishandling by dropping or heating the device against something. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device had an undetermined malfunction. During pre-repair diagnostics assessment, it was observed that the attachment device bearings and extension sleeve were damaged, the ball bearings fell apart, the balls and cage were missing and the color markings were damaged. It was further determined that the device failed the following pre-tests: cutter insertion (fail - ball-bearing) and cannot insert cutter. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.